Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 the human body consists of 4-5 liters of blood. Any type of blood loss has the potential to cause complication however, it is usually the large, rapid blood loss during surgery or a trauma that will most likely cause complications. The amount of blood loss that may lead to intra and/or postoperative complications depends on the individual person and comorbidities, such as body mass index, gender, pre-operative hemoglobin level, medications, and/or the presence of certain health conditions, as well as duration of surgery. The anesthesia provider during the surgery maintains hemodynamic and fluid volume levels to ensure no further complications from blood loss arise. Blood loss effects are based on individual factors, treatment depends on the amount of blood loss, how quickly it was lost, and the individual's health state. An unexpected or excessive blood loss during surgery indicates an intraoperative complication or error occurred. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided visual and dimensional evaluations could not be performed. A review of the device history record and complaint history review will not be completed. The root cause of the reported event was determined to be unrelated to the device. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that following surgery, the patient required a blood transfusion due to hypotension and bradycardia. Additionally, a hematoma was evacuated at the bedside. Dressings were changed and compression applied. No further complications were noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 14-103205, lot# 366510, taperloc microp fmrl 11.0mm. Cat# 00877501840, lot# 25323997, bioloxâ® delta ceramic taper liner. Cat# 650-1068, lot# 664710, cer option type 1 tpr sleve +6. Cat# 650-1058, lot# 707240, cer bioloxd option hd 40mm. G2: foreign ¿ canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.